Manufacturer narrative:
Manufactured november 10, 2016 ¿ november 11, 2016. One actual infusor unit was received for sample evaluation. The unit was returned to the plant containing approximately 240 ml of fluid in the bladder. Visual inspection on the unit via the naked eye noted a vertical crack located directly on the fillport. The leak occurred at the crack area during fill. The cause of the crack on the fillport could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a leak was observed from near the cap of a large volume infusor before patient use. There was no patient involvement. No additional information is available.